Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2014 with the following findings: a review of the pump¿s black box history showed that a sudden voltage drop was recorded on (B)(6) 2014 followed by a replace battery alarm. Visual inspection revealed that the battery compartment was cracked form the bumper pad down to the case seal. The returned battery cap was undamaged and was used to complete all testing. During testing, the pump powered on with audio tones and vibrations but the display was blank. The pump case was removed and the display screen was found to be cracked/damaged. The pump case was removed and no intermittent conditions were found to the power circuit. The complaint of short battery life was not able to be adequately investigated due to the blank display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.